Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial exhibited inappropriate mode switch due to noise over-sensing. Programming changes were made. The patient was stable.